Event description:
It was reported that a caregiver stated the dexcom g7 sensor never paired with the ilet after a new sensor was applied, and support guided toggling between dexcom g6/g7 settings and restarting the ilet, with instruction to allow time for pairing; no pump alerts were present, indicating an intermittent communication failure potentially related to the antenna or electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving device communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.